Event description:
Report received of a crack occurring at the safe-set port of a custom pressure monitoring kit. The crack was noted where the tubing and safe-set port are fused at the distal end of the safe-set port. The set primed without any problem. Unknown to the reporter how long the set was in use before the leak occurred. The sets are typically in use for 48 hours before changing. The pt had a small amount of blood loss, which did not impact the pt's condition. No report of adverse pt effect. Additional pt info was requested, but no further info was available.